Manufacturer narrative:
Upon disassembly for visual examination, widespread corrosion was discovered.

Event description:
The micro saggital saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condtiion occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.